Event description:
It was reported that the patient with this inflatable penile prosthesis presented with pain at the pump site. It was determined that the pump had migrated and had redundant tubing. The pump was explanted and replaced. No further patient complications were reported.